Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 17781527.

Event description:
It was reported that the patient had several percutaneous lead revisions following lead migration. Additional information could not be obtained regarding the previous revisions. No further information has been obtained despite good faith efforts.